Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se after a diagnostic procedure. Reportedly, an unusual resistance was felt at the moment of removing the device that was solved with a light pull. Hemostasis was achieved with the clip device. Upon device removal and during device inspection, a white thread/string was seen attached to the sheath. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.